Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -11.00 diopter implantable collamer lens into the patient's left eye (os). The lens was explanted and replaced with a shorter length lens. There was no patient injury.

Manufacturer narrative:
(B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in vial in liquid. Visual inspection found no visible damage to lens. Claim# (B)(4).